Manufacturer narrative:
A replacement power adapter was sent to the customer. The product eval revealed a breach in the transformer housing which is a safety risk. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.84 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.36 ohms, which is normal and indicates that the thermal fuse did not blow. In f/u with the customer, she indicated that there was a breach in the transformer housing. She pumps 2 times a day and plugs in/our the transformer about 1 time a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
On (B)(6) 2013, customer reported her pump in style breast pump was not cycling properly. We replaced her pump in style device and requested the defective pump in style device be returned for eval. On (B)(6) 2013, medela service center rec'd the defective pump in style device and found the transformer broken in half (breach present).